Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging the meter was having an unusual issue, it was ¿slow to turn on.¿ this complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 in the morning the alleged issue first occurred. The patient reported using a combination of medications including glipizide 4 mg twice a day and metformin 500 mg twice day to mange her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2013, 1 minute later, she developed symptoms of ¿blurry vision, shaky and lightheaded.¿ the patient denied receiving any treatment due to the alleged issue. At the time of troubleshooting, the cca was unable to resolve the alleged issue with a walk through retest. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issues, she developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.